Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. Case (B)(4) - the drawer did not open (failed matrix drawer 10). A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 31-mar-2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of drawer 11 did not open was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reported that it was tested drawer 11, but there was no response. The fse opened back of station, no lights lit on drawer 11 controller module, and connections were secure. The fse replaced controller module, correct lights and were active. Error message on screen saying no bio ID present, the fse troubleshooted bio-ID and called medbank support, since it was software related, not hardware. The report was closed. During dchu visual inspection: pn 151730-21: the pcba pmc pyxis mini fw1-12 received with signs of thermal damage on component u501. During dchu testing: pn 151730-21: the testing from dchu was not necessarily due to the signs of a thermal event on the internal component of the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u501 on the pcba pmc pyxis mini fw1-12 (pn 151730-21) resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that thermal damage to component u501 on the pcba pmc pyxis mini fw1-12. There were no adverse events or injuries reported based on this event.